Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that down arrow button stopped working about a month ago and now all the button stopped responding. Customer did not recall any event led up this issue. Customer also reported when observed time clock for one minute it advances. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.